Event description:
It was reported that the patient's infection occurred at the neck area and failed to respond to oral antibiotics several times. The wound healed well with no obvious problem for the first 3 months, but later required surgical cleaning in (B)(6) of 2017. The infection recurred requiring further surgical cleaning in (B)(6) 2017 and the device was removed in (B)(6) 2017. Additionally, information was received which allowed the patient to be identified as well as the associated vns products. Once the patient was identified, it was found that this infection was previously reported on MFR. Report #1644487-2016-02545. All additional information will be reported on MFR. Report #1644487-2016-02545.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient had the vns removed due to an infection. No additional or relevant information has been received to date.